Event description:
During gastric procedure pt became cyanotic, bradycardic and had apparent stridor. 02 cannula noted to have disconnected at junction site for nasal prongs. 02 saturation had dropped. Procedure discontinued, assisted breathing with oral airway, 02 and ambubag. 02 saturation returned to normal. Seal on 02 cannula apparently not securely sealed.